Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the guidewire experienced an unanticipated distal fracture into several segments, as it was emerging from the tip of the scope and prior to entering the common bile duct. Also, it was noted that the distal tip detached. It was reported that the guidewire was retrieved in two stages. First as an intact unit followed by removal of the fractured segments by biopsy grasping forceps. The procedure was completed with another of the same device. No further information has been obtained despite good faith efforts. There were no reported patient complications as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of core wire broken. Imdrf impact code f2301 captures the reportable event of additional device required (biopsy grasping forceps).